Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider concerning patient with implantable neurostimulator (ins) for multiple back operations. It was reported that MRI compatibility guidelines were requested for issue not related to patient¿s device or therapy. The patient was scheduled for lumbar spine. The patient indicated that the device was no longer working and has been dead for 7 years. No patient symptoms were reported. No further complications were reported/anticipated.

Event description:
2018-06-13 information was received from a healthcare provider concerning patient with implantable neurostimulator (ins) for multiple back operations. It was reported that MRI compatibility guidelines were requested for issue not related to patient¿s device or therapy. The patient was scheduled for lumbar spine. The patient indicated that the device was no longer working and has been dead for 7 years. No patient symptoms were reported. No further complications were reported/anticipated. 2020-feb-25 additional information was received from the patient. It was reported that the ins has been dead for several years, and rather than replacing ins, she is choosing to remove device. Patient had spoken with an hcp who referred them to two orthopedic doctors to remove device who told patient they will not remove device unless there is an infection. About 4-5 months ago, she noticed burning and stinging around ins which has gotten worse and more aggravated stating she cannot sit for longer than 10-15 mins because of it. Patient states a couple months ago she had hip replacement surgery that seemed to aggravate pain and is now worse. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.